Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. Unit had intermittent button response due to flatten the entire buttons dome switch.

Event description:
It was reported that the customer had compromised force sensor system alarm. No further information was provided.